Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) device replacement as the patient was experiencing discomfort due to reservoir herniated from original position and was subcutaneously positioned. The pump was also high riding in the scrotum. The old device was replaced with new device. There were no further patient complications.